Event description:
It was observed that during the device evaluation, the videoscope exhibited deterioration of the adhesives of the distal end likely due to chemical stress and an exposition to heat during the cleaning/disinfection process. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. Physical stress/chemical stress was applied to the distal end while the user was handling the subject device, which caused the suggested event. The replacement of the insertion tube is required to return the instrument to the OEM specifications. There was no report that the device was used in procedure while the suggested event occurred. The instruction manual identifies the following instructions for use (IFU) which could have prevented the phenomenon: inspection of the endoscope. Olympus will continue to monitor field performance for this device.